Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date of b3. Date of event. The bwi product analysis lab received the device for evaluation on 17-jan-2023. The device evaluation was completed on 29-mar-2023. The product was returned to biosense webster for evaluation still in its package. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed that the 3-way stopcock was found fractured, and no other anomalies were found. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilator¿s outer diameter was measured, and dimensions were found within specifications. No wires were exposed, and no damage was found in the sheath. A flow test was performed as per the bwi procedures, and this failed since a leak was found in the 3-way stopcock luer lock. The manufacturer's supplier was notified about this failure mode air leaking around the valve; and this complaint is deemed manufacturing. An internal corrective action has been opened to investigate the sideport crack fissures. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the assessment of no device malfunction reported. Investigation findings: fracture problem (c070603) / manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: luer valve (g0413502) were selected as related to the biosense webster inc. Analysis finding of the ¿the 3-way stopcock was found fractured¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified the 3-way stopcock fractured. Initially the physician tried to insert the carto vizigo¿ 8.5f bi-directional guiding sheath - small but got blocked by the metal mesh (of the carto vizigo¿ 8.5f bi-directional guiding sheath - small) possibly due to prior hernia surgery. No patient complications. No delay. It was not known if the procedure was successfully completed. Additional information was received. The metal mesh on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was slightly less smooth than the rest of the outer covering of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. This hindered the insertion of the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the patient, since it got stuck on the hernia mesh. No damage on the sheath/dilator occurred. Once again, the hernia mesh blocked the insertion. There was no occlusion when irrigating the sheath. The hernia mesh of the pre operated patient caused the obstruction. Resistance was against vasculature due to the hernia mesh. There wasn¿t any alteration on the shaft surface. The tip did not buckle or wrinkle. The event was assessed as non MDR reportable as there was no device malfunction reported in this event. The vascular resistance is referring to patient's anatomical barricade of a mesh. Additionally, no patient harm was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 29-mar-2023, the 3-way stopcock was found fractured. The fractured 3-way stopcock was assessed as MDR reportable. The awareness date for this reportable lab finding was 29-mar-2023.